Event description:
On (B)(6) 2025, a patient was undergoing a stent graft placement procedure in the left common iliac artery via common femoral artery using the fluency plus vascular stent graft, for an unknown medical condition. During the procedure, it was reported that, the stent did not slide out of the sheath and during expansion after approximately one cm of the release system allegedly became blocked. The procedure was completed with another stent of the same size. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation and the stent graft was found partially deployed and the outer sheath was fractured which leads to confirmed investigation results for partial deployment and sheath fracture. It was reported that a 10f introducer / 0.035" guidewire were used for access, the tracking vessel was straight and not calcified, pre-dilation was not performed and the device was flushed prior to the procedure. Based on the available information and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment and sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The instructions for use states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. It is stated in the instructions for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.